Event description:
It was reported that syringe 1ml ls 200 s/c had no scale markings. The following information was provided by the initial reporter: material no: 309659 , batch no: 0092452.   It was reported that tb syringe has no markings.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 1ml ls 200 s/c had no scale markings. The following information was provided by the initial reporter: material no: 309659, batch no: 0092452.   It was reported that tb syringe has no markings.